Event description:
During follow-up, the device was found in back-up mode following an MRI. The device was not put in MRI mode. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.